Manufacturer narrative:
This supplemental report was submitted to provide a correction and to update the following sections: g3, g6, h2 and h10. Upon further review, the legal manufacturer has reviewed the event and determined the reported malfunction to be not reportable. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Please see the updates in sections: b3, e2, g4, g7, h2, h4, h6 and h10. As part of the investigation, olympus followed up with the user facility to obtain additional information. The physician/end-user at the user facility further reported that the event occurred on november 4, 2020 and confirmed no patient injury was reported. The facility used an unspecified holmium laser instead. The subject device was inspected prior to use; no anomalies or damage were were observed and the connection/settings were secured and correct. There were no additional errors and no device vibration or other abnormal behavior. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The subject device was returned to (B)(4). The evaluation found the device could not recognize the transducer as the transducer receptacle was damaged; electrical short between pins of the transducer receptacle/plug due to moisture or foreign material. No probe related issues were confirmed. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During preparation for use, the shockpulse-se lithotripsy system writes error check probe. The system then lights up red and at the start it comes with a long audible tone which then stops. The system was tested with a new probe and new transducer with same results.